Event description:
Philips received a complaint on the v60 ventilator indicating that the device shut down during use. There was no patient or user harm reported. Patient involvement at the time of the reported event is being clarified. The authorized service provider (asp) informed the remote service engineer (rse) that they checked the device logs and found the error code for the low battery alarm was documented several times. The asp informed the rse that the battery was depleted beyond the point of use and had a date of 2017. The asp stated that the battery was due for replacement and found that when the device is not in use, it was stored in a closet without being plugged in. The asp stated that they would troubleshoot voltages to determine if there was an issue with another part in the device. The investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain information about the device use at the time of the event, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.